Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely elevated potassium (k) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. Calibration was acceptable, and quality control (qc) recovered within range prior to the erroneous results. Siemens reviewed instrument data and observed air and liquid values of standard a (std a) and standard b (std b) which were within the normal range, dilution check passed with bottle values and standard deviation (sd) values of potassium (k) within normal range on the day of incident. The customer performed integrated multisensor technology (imt) system clean, replaced x tubing, imt sensor and lab thermofisher centrifuge, reran some patient samples and qc which recovered within specifications. Siemens evaluated the event and concluded that the preanalytical behavior in centrifugation of patient samples test tubes, potentially contributed to the falsely elevated k results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely elevated potassium (k) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were reported to the physician(s), who questioned the results. The sample identifier (B)(6) was repeated twice on the original system and obtained similar elevated results and were considered erroneous. For both the patients, new samples were drawn and were processed on the original system. The new sample results obtained were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k results.